Manufacturer narrative:
The product was returned and the failure mode was not confirmed. During the inspection of the crossfire 2 console only minor dings and scratches were seen on the exterior of the unit. The crossfire 2 console was connected to power and turned on. The console completed the boot up process successfully with no issues. A formula shaver, rf probe and footswitch were connected to the crossfire 2 console. Using the customer provided firewire cable, the console was integrated to a known good crossflow console with both inflow and outflow cassettes inserted. Functional tests were performed, the crossfire 2 console did not present any issues. The console passed rf power output test, hi pot and current leakage test. In addition the coag/cut functions were verified using saline water. Probable root cause/s could be due to the pump used at the time of event. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an apparent spark and a flash coming from the device. There was no patient involvement.

Event description:
It was reported that there was an apparent spark and a flash coming from the device. There was no patient involvement.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.